Event description:
A nephroureteral stent was placed for a percutaneous nephrostomy. After deployment, the metal tip from the stiffening cannula broke off inside of the stent, inside to the pt's kidney. The fragment was removed the following day along with the stent.